Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that remote manager refrigerator lock malfunctioned. The field service engineer fse observed the remote manager rm recovering followed by a hardware failure appearing seconds later. The fse disconnected the rm and rebooted the station then reconnected the rm and rebooted again. The rm was tested in the hardware application with no further issues at that time. The system functioned as intended after the field service engineer fse resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge lock was malfunctioning when it was opened. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.